Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was frozen on a prompt. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support the customer was able to clear the prompt and resume normal activity.